Event description:
It was reported that a balloon rupture occurred. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, when the physician attempted to dilate the lesion, it was noted that the balloon ruptured below rated pressure. The procedure was completed with a different device. No patient complications were reported.